Manufacturer narrative:
No patient sample or customer product was returned to immucor for immucor investigation. An immucor field service engineer (fse) visited the customer site to assess the instrument in question on (B)(6) 2016. The fse found that instrument in question to be operating as expected.

Event description:
On (B)(6) 2016, a customer reported obtaining unexpected negative antibody identification well results on the galileo echo.